Event description:
Customer reported frozen screen and malfunction self-test cod 2, pt was receiving cvvhdf treatment when errors occurred and interventions were unsuccessful. Early in the morning the screen showed routine maintenance but was still running fine. Later that day failing self-test showed on the screen and the nurse hit retest. The device passed and continued running. She did this 2-3 more times. Interventions were performed without success and she placed a call to gambro in the mean time, she changed machines and the pt's treatment continued without problems. The pt did not suffer injury or require any medical intervention as a result of this incident.